Event description:
Bsc crm received info that this lead displayed high threshold measurements resulting in loss of capture. During the lead revision procedure, the lead was repositioned and dislodged again. It was noted that the helix was not extending or retracting. The field rep suspected that the pt had developed twiddler's syndrome.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The visual inspection demonstrated a deformed fixation helix. These deformations require the presence of excessive mechanical stress. The analysis did not reveal any sign of a material or mfg problem. The deformation is most likely attributed to mechanical stress during the implantation/explantation procedure. The cuttings in the outer insulation are most likely due to the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.